Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer experienced low blood glucose level of 3.0 mmol/l. Customer's current blood glucose level of 9.7 mmol/l. Customer was treated with food for low blood glucose level. Customer alleging insulin pump for over delivering because of low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose. Customer was neither in emergency service, nor admitted into hospital, nor was emergency service dispatched as a result of low blood glucose. Customer stated that the insulin was not squirting form the end of infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. (B)(4).